Event description:
Pt underwent a lumbar fusion on (B)(6) 2011, where 4 click-x screws, locking caps 3d heads and rods were implanted. Post-op, pt fell and was in pain. X-rays showed that one of the 3d heads popped off. Revision surgery was performed on (B)(6) 2011, where the 3d head and locking cap was removed and replaced. This is the 3rd of 4 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.